Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced electromagnetic interference. The device was reprogrammed and remains in use. It was also reported that occasional t-wave oversensing (twos) was noted on the right ventricular (rv) lead. It was noted that the twos will be dealt with at the patient's next follow-up appointment. The lead and device remain in use. No patient complications have been reported as a result of this event.